Event description:
It was reported that 5 days post uneventful right internal carotid stenting procedure and 2 days post coronary artery bypass procedure, the patient experienced dysphagia,dysarthria and left sided weakness. The patient was intubated and taken to the operating room for thrombectomy and stenting after the angiogram showed in-stent restenosis. The patient has been improving post-surgery and post-decadron therapy. Condition is continuing, but improved. There is no additional information available. Study report.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.